Event description:
This is filed to report gripper auction issue and gripper caught in the leaflet. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a degenerative mitral regurgitation grade 4 with posterior leaflet flail. First clip was implanted with no reported issue. During the second clip, the anterior leaflet got caught on the anterior gripper. It took significant time to free the leaflet. After, there were issues with lowering the grippers. Troubleshooting was performed. Once the clip was safely freed, it was decided to abort implanting the second clip due to the difficult patient valve anatomy. There was suspected tissue damage. Mr reduced to grade 3-4. No additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported gripper actuation issue appears to be related to the difficulty removing the leaflet caught on the gripper. The reported difficult to remove from anatomy was due to the difficult patient valve anatomy (barlow's valve, thick leaflets with a posterior prolapse and flail). The reported unspecified tissue injury appears to be related to the reported difficult to remove. Unspecified tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.